Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device remains implanted and was not returned for additional evaluation and investigation. Cs states that the patient is on the heavier side and that the pump is "unstable" in the pocket, meaning that it flips on its own without the patient touching it. As additional physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a catheter that was unable to aspirated. The patient had reported a lack of pain relief prior to this, but no volume discrepancies were observed. Cs reported that the physician later conducted a cap study in which they were unable to aspirate the catheter. It was also stated that the patient has had "multiple failed dye studies."